Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The olympus field service engineer checked the device and confirmed the reported phenomenon. The lid of the device was replaced at the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that the lid of the device was cracked due to mechanical damage. The user stopped then usage of the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus. However, based upon the past similar cases, the reported event may have been caused by contacting the lid of the device with an endoscope or something hard. In case the lid cracked, the user can safely detect the abnormality by conducting the inspection provided in the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.